Event description:
Boston medical center recently had an event with a cadd epidural pump not infusing. We were able to capture the event in a video and would like to have an immediate review with the smiths medical/ICU medical team. This matter is extremely important to boston medical center, and as customers of your product, we request a conversation about this latest event as soon as possible. To additional information received and attached by ICU medical on (25-feb-2022): priming epidural pump. The pump appeared to be air-locked between the bag and the spike from the administration set. The pump did not indicate it was not pumping fluid properly. The counter for fluid dispensed continued to go up, even though no fluid was actually being dispersed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04936. The report was submitted in error.